Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, a teardrop-shaped clip was formed, also, two clips were deployed at once. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) date sent: 1/12/2017. Batch # (B)(4). The analysis results of the el5ml device found that it was received with no damage in the external components. In addition, 4 clips partially formed were returned inside a petri dish. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 2 conforming clips, in addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the anti-backup failure and lockout failure, however no conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.